Event description:
It was reported that during in clinic follow-up, the patient presented with oversensing due to noise that resulted in inappropriate automatic mode switching (ams) and occasional inhibition due to ams on the atrial noise. It was noted that the noise was irreproducible via isometric maneuvers. No further information about intervention was reported. The patient was asymptomatic and in stable condition.